Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the integrated electrosurgical generator unit (iesu) involved with this complaint and completed the device evaluation. Failure analysis investigation confirmed and reproduced the reported failure. The unit was placed on an in-house system and was run in normal mode. Bipolar socket 2 failed instrument detection test. The unit will be returned to original equipment manufacturer (OEM) for repair.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted liver resection surgical procedure, there was an intermittent instrument recognition issue with the second bipolar port on the erbe. The caller confirmed the bipolar cable was properly seated. The instrument worked properly when connection the first port. The caller tried the second port with a different bipolar cable, but the issue persisted. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up on obtained the following additional information: system functionality was checked upon powering on the system and the esu initially powered on without errors. The procedure was completed using the same erbe with vessel sealer and an external force triad generator for the bipolar instrument. Due to its privacy policy, the hospital does not provide patient demographics nor any relevant tests and patient history.

Manufacturer narrative:
An isi field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse replaced the erbe. The system was tested and verified as ready for use. Isi has not received the erbe for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if additional information is obtained. A log review confirmed the liver resection procedure on (B)(6)2022 on system sk5114. No image or procedure video was provided for review. This complaint is being classified as a reportable event due to the following conclusion: the electrosurgical generator unit (esu) was abandoned after the start of the procedure and the surgeon was able to continue with the procedure robotically third-party esu. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a conversion/abortion.